Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose level. The customer states they went to bed with a blood glucose reading of 408mg/dl, and woke up with 41mg/dl. The customer's most current level was 117mg/dl. The customer states they have treated with food. Troubleshoot was conducted. The customer states the pump was exposed to MRI. The displacement test was performed and the device passed. The customer was advised to monitor the device, and contact their health care provider about basal rates. No further assistance was needed at this time.